Event description:
It was reported that this right ventricular (rv) lead had decreased r-waves and high capture thresholds due to dislodgement, which was identified through lead testing. A new lead was successfully implanted. No additional adverse patient effects were reported.